Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9660-r central post extractor got stuck in the implant during implant removal. This was discovered during a revision reverse total shoulder procedure on (B)(6) 2024. No further information was reported. Additional information received on 1/31/2024: the original procedure occurred on (B)(6) 2021. Due to pain, the patient underwent revision surgery. During the revision surgery on 1/11/2024, an ar-9503s-03 humeral insert, an ar-9555-09 univers revers spacer, an ar-9563-16 peripheral locking screw, an ar-9563-20 peripheral locking screw, an ar-9563-24 peripheral locking screw, an ar-9563-28 peripheral locking screw, an ar-9564-2436 glenosphere, an ar-9580-2410-2 baseplate, and an ar-9582-25 modular post were explanted. Only an ar-9501-10s univers revers apex stem and an ar-9502f36rcpc suture cup remained from the original surgery. To complete the revision surgery, an ar-9503s-03c humeral insert, an ar-9555-12 univers revers spacer, an ar-9560-24-4 baseplate, an ar-9561-30s central screw, an ar-9563-16 peripheral locking screw, an ar-9563-20 peripheral locking screw, (2) ar-9563-28 peripheral locking screw, and an ar-9564-2436-inf glenosphere were successfully implanted. The case was not delayed, and no further issues were reported.